Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-dec-05. It was reported that the patient's pump was replaced on (B)(6) 2018, and the pump was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's mother on (B)(6) 2018. It was reported that the patient was supposed to have his pump replaced on (B)(6) 2018 but he was hospitalized with pneumonia so the replacement was postponed. The caller believed that the pneumonia was due to the return of muscle spasms and the patient was coughing and choking and not swallowing properly and aspirated saliva. She stated this was "just her opinion." The patient did not have a fever. It was noted the situation was being addressed by a doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-nov-08. It was reported that a stall occurred on (B)(6) 2018 at 21:10 and recovered at 22:23. Another stall occurred on (B)(6) 2018 at 12:53 and recovered at 20:40. The patient's weight was unknown. The patient was scheduled to have their pump replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 919.0 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that multiple motor stalls and recoveries were seen on the pump logs. The caller denied any magnetic interaction with the pump. They also didn't think there was anything different in the patient's environment that might be causing the stalls. It was noted the pump had recovered at the time of the report. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.